Event description:
It was reported the patient was not getting stimulation starting about a week ago. It was reported they replaced the batteries and said "it fires up" and they saw something on the screen but they aren¿t getting any stimulation. It was stated "it sounded like external power supply went bad". No new reportable information. It was reported that while stimulation is turned on, they get no stimulation sensation. It was stated the transmitter operates normally but the patient was still not feeling stimulation. It was noted about two weeks ago, on the way to their house in a car, they made a sharp left hand turn and their body shifted in the car and they felt pain in right hip area near receiver to spine. It was noted, this was not a shock but a sharp pain and the patient felt it about 3 more times that evening. It was noted ever since this event, the patient was not able to feel stimulation. No new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID: 3210, serial# unknown, product type: transmitter. Product ID: 7427, serial# (B)(4), implanted: (b)(46) 2003, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3487a, lot# j0118559v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).